Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) was "defective." The vcd was "missing a part." It was unknown exactly what was defective or what was missing from the device. The vcd was being used for femoral arterial closure following an interventional peripheral procedure. The product was stored according to the product instructions for use (IFU). During the analysis of the device, the mynxgrip vascular closure device failed to deploy. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned with device. Sealant was found inside the shuttle cartridge, exposed to blood. The advancer tube was abutting the sealant upon receipt. During the investigation, leak testing was performed and found no leak in the balloon. The balloon was fully inflated with water and pressure was maintained and the inflation indicator performed per specification. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Review of lot f1719201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿defective and missing a part" was not confirmed due to the condition in which the unit was received for analysis. The probable cause of the reported event experienced by the customer could be an incomplete engagement of the advancer tube. When the shuttle cartridge is shuttled forward properly, it locks the advancer tube and sealant against the balloon. If the shuttle cartridge was not shuttled completely, the tip on the advancer tube would not lock in place, therefore allowing the advancer to completely retract during return of the shuttle cartridge to the catheter handle. This condition could appear to the user as ¿missing the advancer tube.¿ based on the provided information and the investigation performed, ¿failure to deploy¿ was confirmed. However, the exact cause of the incomplete engagement of the advancer tube could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was "defective", it was "missing a part". The vcd was being used for femoral arterial closure following an interventional peripheral procedure. The vcd will be returned for analysis. Analysis of the device indicates that the mynxgrip vascular closure device failed to deploy.